Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the supraventricular tachycardia ablation procedure, an air leak was found. After flushing the sheath and inserting it into the patient, air bubbles were found when pulling the dilator back at the connector. The air bubbles were noted in the sideport. The patient was not exposed to the air bubbles. A replacement catheter was used to complete the case. The patient experienced no adverse consequences.